Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 32 mm amplatzer septal occluder was selected for an implanted. During the procedure, the device was forming cobra right disk, was removed from the patient prior to released from the delivery cable and replaced with a non-abbott device. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is stable.

Event description:
It was reported that on (B)(6) 2024, a 32 mm amplatzer septal occluder was selected for an implanted. During device preparation, the device deformed with a cobra in the right disk. The device was removed from the patient prior to released from the delivery cable and replaced with a non-abbott device. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and was observed to have a broken nitinol wire. Despite the fractured nitinol wire, the investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information, the cause of the reported device deformation could not be conclusively determined. The cause of the observed broken nitinol wire could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.